Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device used for treatment, not diagnosis. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. This report is being filed after the subsequent review of the following article journal: two-stage reconstruction of post-traumatic segmental tibia bone loss with nailing. T. Apard, et al (2010). Orthopaedics & traumatology: surgery & research 96:549-553. This report is for unknown nail/unknown quantity/unknown lot.

Event description:
This report is being filed after the subsequent review of the following article journal: two-stage reconstruction of post-traumatic segmental tibia bone loss with nailing. T. Apard, et al (2010). Orthopaedics & traumatology: surgery & research 96:549-553. This was a retrospective study that reviewed 12 patients (ten males and two females) treated with bone loss using a solid or locking nail (synthes) for static fixation. Mean age 41 years. One patient was a 43 year old male with infection. This is report 4 of 7 for (B)(4). This report is for 1 unknown nail.